Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. A catheter and swg were returned for analysis. Two pieces of the catheter were received. One piece included the extension lines and juncture hub. The catheter body was cut approximately 2 cm below the juncture hub. The second piece was a section of catheter body approximately 6cm in length. The distal end of the catheter was not returned. The swg was received with the coils stretched at the distal end and was separated because the distal weld was missing and not returned. Discoloration at the broken end of the core wire is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking at the separated end of the core wire. It is not clear whether the damage to the swg occurred during use or after removal from the patient. The proximal weld was intact. The core wire measured approximately 68.3 cm in length which indicates that no pieces of the core wire appear to be missing. The diameter of the swg was measured and was within specification. Instruction for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. The device history records for the swg were reviewed. The investigation found no evidence to suggest a manufacturing related cause. The reported complaint of swg separation was confirmed through visual inspection of the returned sample. Arrow swg's of this size are designed and manufactured to withstand a tensile force which is higher than the standard of 2.2 pounds force for this size swg. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled or separated guide wire complaints. Based on these circumstances, the potential cause of this issue is procedure and/or patient anatomy related.

Event description:
It was reported that the catheter was being placed in the intensive care unit. After the catheter was advanced over the spring wire guide (swg), the swg could not be removed. It is unknown if there was a delay in treatment, no patient death and no patient complications were reported. The outcome of the patient was okay. Additional information received on (B)(6) 2011 from the complaint coordinator stated they removed the catheter and swg as one. Another catheter was placed successfully for the patient. After of the catheter and swg, they hand pulled out the swg that was stuck using force thus the catheter is being returned in two pieces.